Event description:
A us distributor reported that an electrode belt connector wont stay latched.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (connector will not stay latched) was due to the electrode belt's knit lines being broken, causing the trunk cable connector to not fit securely on the monitor. The electrode belt was unable to complete essential performance testing. The root cause for the damaged knit lines on the connector was unable to be positively identified. There was no adverse event that resulted from the damaged belt.